Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without user intervention. When they tried to restart the cns, they saw a blue screen on the display, and the fan is now running very fast and making a loud "screeching" noise. The customer states that the cns no longer completes its boot up sequence and states that in the window on the front of the cns is displaying "15." No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without user intervention. When they tried to restart the cns, they saw a blue screen on the display, and the fan is now running very fast and making a loud "screeching" noise. The customer states that the cns no longer completes its boot up sequence and states that in the window on the front of the cns is displaying "15." No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 08/16/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/07/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/09/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 08/16/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/07/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/09/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down without user intervention. When they tried to restart the cns, it came up to a blue screen, and the fan was running very fast, making a loud "screeching" noise. No patient harm was reported. Investigation summary: the cns experienced a sudden shutdown followed by a blue screen, abnormal fan behavior, and failure to complete the boot-up process. The device was sent in for evaluation. The evaluation of the reported device was able to confirm the issue of "the unit displays led error 15." Replacement of the motherboard resolved all the issues. The cause of the customer's issues is likely related to hardware failure of the motherboard. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1: 08/16/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 09/07/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 09/09/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without user intervention. When they tried to restart the cns, it came up to a blue screen, and the fan was running very fast, making a loud "screeching" noise. No patient harm was reported.